Event description:
It was reported post silverhawk procedure that an occlusion and thrombosis occurred. Repeated attempts have been made to reach the account to determine if the event was device related. The account has failed to respond.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions.